Event description:
It was reported that the patient¿s catheter ¿did break one time¿. It was indicated that the patient experienced symptoms; however, the symptoms were not provided. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).